Event description:
Litigation papers allege the patient experienced pain and excessive levels of chromium and cobalt blood levels.

Event description:
Update rec'd 5/1/15 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4) . Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed. (B)(4)